Manufacturer narrative:
241010m10 is the lot for the canopy. Review of manufacturing records show it passed all in process and final inspections. While the lot for the canopy was provided, the lot for the safety sheet and order number was not provided by the complainant. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured" page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per complainant, her son pushed his legs through the zipper and caused it to separate. Per parent, she is not able to rezip the sheet and he (the son) is now escaping from the bed. Per the complainant, the padlocks were in place at the time the zipper was damaged. A picture shows the safety sheet zipper separated on both sides of the pull and the locking loop with no lock in place. There was no report of injury as a result of the event.

Manufacturer narrative:
231124m14 is the lot for the safety sheet. Review of manufacturing records show it passed all in process and final inspections.